Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Hcp said the device hasn't worked in a couple years; they didn't know what that meant. No patient symptoms were reported and no further complications have been reported as a result of this event.